Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 14-dec-2020 and inspection of the unit was performed under service order (B)(4) where the quality control inspector documented the following codes on 16-dec-2020: distal cap - fixed type failed epoxy seal integrity inspection, operation channel twisted in bending section, distal tip annual maintenance, distal cap/ case cracked, passed wet leak test, residue on air/water socket, passed dry leak test, umbilical cable bump under pve root brace, insertion tube mild crush at stage 1. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, operation channel, adjusting collar, angle wire, bending rubber, distal case/cap, distal case attaching screw, rl pulley assy, ud pulley assy, o-ring(0.5x1.3) imp-1, o-ring (1.8x19.8), deflector lever. Model ed-3490tk, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2010. The endoscope is awaiting repair or approval by final qc as of 14-jan-2021.